Event description:
On july 13, 2010, a doctor reported to ormco corporation that while using the damon clear debonding instrument to remove an upper lateral bracket, the entire crown was removed.

Manufacturer narrative:
The doctor reported that while using the damon clear debonding instrument to remove an upper lateral bracket, the entire crown was removed. As a result, a root canal had to be performed and a new crown had to be placed. No part number or lot number were provided. The instrument was returned to ormco. Investigation results are pending.